Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 2.2 all pockets were not detected on bus. A field service engineer found that the drawer 2.2 and its cubies were not detected on the bus. Reboots were performed but did not resolve the issue. Indicator lights on the pyxis module controller and drawer board were verified as functioning properly. The station was powered down, and the bus cable was reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 all pockets were not detected on bus. Customer rebooted multiple times, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.